Event description:
It was reported that during a ptca procedure, the physician experienced inflation difficulties. Upon removal it was noted that the shaft of the catheter broke. The entire system was removed without incident. No pt injuries or complications occurred.